Event description:
During percutaneous transluminal coronary angioplasty of the circumflex marginal #1, the tip of the wire fractured and remains in the coronary circulation. After removing the catheter, all that was left of the distal portion of the catheter was the mandril, and it appeared to be missing the coil which is supposed to be fixed to the mandril. Initially the patient had a closure of the vessel and a small infarction. She developed post infarction unstable angina and underwent recatheterization on 1/23/92. The previously occluded vessel was opened and closed. The patient suffered a cardiac arrest and was resuscitated. Attempts at removal of the wire were unsuccessful and the patient went to surgery. Ligation of the bypass graft to circumflex marginal #1 was performed and the patient is stable post operativelydevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, balloon, guidewire. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.